Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. The dhrs (device history review) for the libre sensor kits was reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and as a result, customer experienced symptoms described as cold sweats and can¿t feel legs. Customer was unable to self-treat, requiring third-party treatment of grape juice. There was no report of death or permanent impairment associated with this event.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and as a result, customer experienced symptoms described as cold sweats and can¿t feel legs. Customer was unable to self-treat, requiring third-party treatment of grape juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.